Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. The customer was reported to be anemic, but a hematocrit value was not provided. Certain relevant conditions, such as anemia with a hematocrit of less than 30%, has been identified as a condition that may contribute to discrepant results. Improper techniques were identified in the complaint, and may have contributed to the precision issue reported by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller alleging discrepant inratio values. (B)(6) 2015, inratio 0.8; repeat inratio: 3.4. 1.5 hours between tests. Patient's therapeutic range 2-3. No reported adverse patient sequela. No additional information provided.